Event description:
During an explant procedure, several contacts became dislodged from the lead. The surgeon was able to retrieve all, but one of the contacts from inside the patient. The patient is reportedly doing fine.